Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving baclofen 2000mcg/ml at 1548.9mcg/day via an implantable pump. The indication for use was intractable spasticity. On (B)(6) 2018 it was reported that the hospital called the company representative to interrogate the patient¿s pump. Per the logs, the low reservoir alarm occurred (B)(6) and the empty reservoir alarm occurred on (B)(6) 2018. The patient could not remember where she had her pump refilled last. There were no actions and interventions taken to resolve the issue. It was unknown if the issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.